Manufacturer narrative:
No analysis or conclusions can be made without the actual complaint sample. The history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.

Event description:
The caller stated the tracheostomy tube's s inner cannula would slip out during use, and would not lock in. The tube was in use one week and the inner cannula was cleaned several times a day using instructions in the MFR's directions for use. The pt required recannulation with another size 6fen tracheostomy tube.